Event description:
Inbound; patient reported no disposable alarm. Patient did not write down lot number of cassette but it does the same thing with both cadd legacy pumps. Patient had another mixed cassette and placed it on pump resolved alarm. Patient's cassette that had to be wasted still had 80 ml left in cassette. No further details provided.